Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others, red particles on the shell, underweight, crease flat and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, two broken striated on the anterior and wear abrasion. Based on the device analysis the final assessment is: two striated broken on the anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported cyst. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported right side ¿seroma and rupture¿. The device remains implanted.